Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic because the floating mass transducer (fmt) was seen in the external auditory canal (eac). The user has been re-implanted with a new device.

Event description:
The user came to the clinic because the floating mass transducer (fmt) was seen in the external auditory canal (eac). The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: based on the information received from the field, the device was explanted due to an extrusion of the floating mass transducer (fmt) into the external auditory canal. Device investigation revealed an overload fracture in front of the fmt, which is most likely attributable to the reported extrusion. Other mechanical damage found is considered to have occurred during explantation procedure. No available information points towards the device having caused or contributed to this outcome. This is a final report.